Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding(general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones in 2008, thyroid nodular, nephrolithiasis, seasonal allergy, irritable bowel and absence of menstruation. Patient current weight: 141 lbs. Concurrent conditions included ovarian cyst, hemorrhoids, constipation, endometriosis, body mass index normal and menstrual disorder. Concomitant products included ethinylestradiol;norgestrel (lo/ovral) from (B)(6) 2010 to (B)(6) 2010 and medroxyprogesterone acetate (depo-provera) (B)(6) 2010 to (B)(6) 2013 for birth control, ethinylestradiol; ferrous fumarate; norethisterone acetate (lo loestrin fe) (B)(6) 2013 to (B)(6) 2013 for menorrhagia as well as chlordiazepoxide hydrochloride; clidinium bromide (librax), ethinylestradiol; ferrous fumarate; norethisterone (generess fe) (B)(6) 2013 to (B)(6) 2013, fluconazole (diflucan), omeprazole (prilosec) and ondansetron hydrochloride. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 3 months 9 days after insertion of essure. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and inflammation ("inflammation"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression/ anxiety"), anxiety ("psychological or psychiatric problems condition: depression/ anxiety"), nausea ("nausea") and alopecia ("hair loss"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: increased ibs"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), back pain ("back pain") and arthralgia ("hips pain"). The patient was treated with surgery (hysterectomy and salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome, alopecia, back pain, arthralgia and inflammation outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6), current height (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: a 2.2 cm right ovarian cyst, likely physiologic. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal bleeding, dyspareunia, abdominal pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs & mr received: case is upgraded from invalid to valid & became incident due to specific events abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhea, dyspareunia, fatigue, genital hemorrhage, headache, inflammation, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, vaginal hemorrhage and weight increased added. Reporters information, patients demography, insertion date updated and removal date were added. Updated outcome of event: dyspareunia to recovering/ resolving. Lab data added. Patients medical history, concomitant condition and concomitant drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.